Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the unit had a service wrench present and a critical event code in the memory indicating that defibrillation may not be able to be delivered, if necessary. There was no patient use associated with the reported event. The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event. (B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer that the unit is no longer supported by physio-control and recommended that the device be permanently removed from service. The cause of the reported issue could not be determined. Physio-control evaluated the customer's device but was unable to duplicate the reported failure to power on. Using a charged battery, the device powered on when prompted. Physio did observe that the unit had a service wrench present and a critical event code in the memory indicating that defibrillation may not be able to be delivered, if necessary. Physio advised the customer that the unit is no longer supported by physio-control and recommended that the device be permanently removed from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Event description:
Physio-control evaluated the customer's device and observed that the unit had a service wrench present and a critical event code in the memory indicating that defibrillation may not be able to be delivered, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio advised the customer that the unit is no longer supported by physio-control and recommended that the device be permanently removed from service. The cause of the reported issue could not be determined.